Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: australia.

Event description:
Refrence number: (B)(4). Event occured in australia. It was reported that the patient faced high blood glucose level event on: (B)(6) 2026. The blood glucose level was 27 mmol/l and the patient was treated with correction via pump. No further information is available.